Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that an unknown cartridge alarm occurred. The customer's blood glucose was 124 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.